Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and inappropriate muscle stimulation. Chest x-ray and computerized tomography scan showed that the lead had perforated the heart. The lead was deactivated and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead perforation and failure to capture. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The full helix extension was within specification. The reported event of failure to capture was not confirmed. Stiffness testing, electrical testing, visual examination and x-ray results of the lead did not find any anomalies except for damages consistent with procedural damage.